Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that a loosened acetabular cup and turbid fluid were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. There has no been reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
On (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that a loosened acetabular cup and turbid fluid were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. There has no been reported right hip revision procedure to date. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 was due to a loose dislocated acetabular component and possible/probable reaction to metal on metal ions and possible metallosis. The patient's operative report noted atrophy of the gluteus maximus muscle, turbid fluid, synovium/inflammatory tissue, and black film of scar tissue in the acetabulum. Additional information received in patient medical records noted that on (B)(6) 2012 and on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 6 MDR's filed for the same event (reference 1825034-2014-00976 / 00981).